Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via intrathecal drug delivery pump. The indication for use of the pump was intractable spasticity. It was reported that the patient had been hospitalized over the prior week with feed tube issues; the patient been admitted for j-tube balloon dislodgement. In addition, the patient had been hospitalized with acute neurologic symptoms and a possible seizure. The event date was provided as (B)(6) 2016. It was noted that the change in the patient's symptoms had been sudden. The hcp had requested that a manufacturer representative interrogate and troubleshoot the pump if needed. An hcp later reported or inquired about a cerebrospinal fluid (csf) leak or spinal headache. The patient had reported ongoing headaches that were worse when she turned her head to the left and were not getting better. In addition, the patient exhibited dizziness, double vision, blurry vision, sensitivity to loud noises, decreased strength in her right leg, and shortness of breath. The patient was scheduled for an MRI due to a possible cerebrospinal fluid leak; the catheter was being evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.